Event description:
It was reported that bd needle eclipse 30x1/2 needle clogged/blocked. It was reported by customer that the injection needle was clogged so I had to use a different one. Rcc received a complaint via email. Patient states ¿one time 1 of the syringes in the kit didn¿t have a plunger in it so I just used the same syringe to withdraw the sterile water and the egrifta. Another time, the injection needle was clogged so I had to use a different one.¿ patient no longer has either product on hand still. The report mentions that one of the bd 1ml syringes in the kit didn¿t have a plunger in it. Unfortunately, the lot number of the injection kit or syringe is not available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.